Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. A severed hemostasis sheath was returned mated with the carrier tube. A kinked arteriotomy locator was returned as well. Visual inspection revealed a severed carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the carrier tube and collagen appeared to be swollen due to contact with blood. It was noted that the sheath was cut in half and the distal part was removed. The cut surface of sheath appeared consistent with a cut sustained by a blade. No other visual anomalies were noted. No functional testing was performed due to the mutilated state of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that non-deployment pullout and the cut was made to post pullout to check the presence of anchor and collagen in the sheath. The likely causes of non-deployment pullout include the device was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the angio-seal device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned, and the device/sheath assembly was withdrawn together. The physician cut the sheath open and confirmed the anchor and collagen in the sheath. The device was not used, and manual compression was applied for two hours to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage for the patient. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous transluminal angioplasty (pta) (intracranial). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5-6 mm. There were no other devices for equipment being used with the reported product.